Event description:
It was reported in passing that the user facility had experienced adult pulse oximeters causing burns to infants when used. No specific details were given and the user facility stated there was no injury to any of the patients.

Manufacturer narrative:
The complaint was relayed to the stryker sustainability solutions' without any information such as procedure dates, patient information, or an exact quality involved. The devices were not returned to stryker sustainability solutions (sss) for evaluation. The packaging was not saved either. The complaint devices are not appropriate for neonatal or infant application per sss's instructions for use. Since the complaint devices were not returned for evaluation, a conclusive root cause could not be determined. A potential cause is using an adult pulse oximeter on an infant. All reprocessed pulse oximeter sensors are subjected to 100% testing prior to release. This is the first complaint for this device related to burns that stryker sustainability solutions has received.